Event description:
Per facility, the end user was being lifted and the lift lowered on it's own. Allegedly, the end user's femur was fractured. Allegedly, the cna operating the lift was on the opposite side of the lift and the emergency stop button, and could not reach it.